Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported not found communicator message; patient noted the communicator "shut itself off." Patient met with their rep last night and facetimed another rep during and stated it took forever to connect last night and reps thought this may be due to the bandage over implant site. Patient stated it then worked fine last night and apparently disconnected through the night; patient again spoke to rep today and was advised patient to call patient services. Patient noted everything is charged. Agent had patient reset communicator and close all apps. Patient then held the communicator directly over their implant and was able to connect without issue. Agent had patient remove communicator from over implant and close all apps and patient confirmed they were again able to connect without issue. The troubleshooting steps that were taken on the call resolved the issue. Patient called back in stating the same issue was occurring where they cannot connect using their communicator. Patient stated their rep had issues connecting as well, and thought the patient may need a replacement. Patient clarified they spoke with the same rep listed in case, and had not spoken with them since the initial notification date. Agent had patient reset communicator, clear apps, toggle bluetooth off and on, and airplane mode on and off. Patient was successfully able to connect to mystim application. Agent reviewed for patient to try powering off communicator daily to resolve issue from recurring. The steps on the call resolved the issue. Pt called back and is still having trouble connecting to the implant. They said they are feeling shocking and need to turn the stimulation down. They did a long press during the call and were then able to connect to ins. Pt says when charging they can feel a sensation. Reviewed that the healing process on the implant site is still occurring, and that some discomfort and difficulty connecting might happen. Reviewed that if it continues beyond the healing period, to consult with their doctor.

Manufacturer narrative:
G2: correction for missed PMA number. PMA number added. P840001 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.